Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6: medical device problem code 2017 - improper or incorrect procedure or method

Event description:
It was reported that the procedure was to treat a mildly tortuous, right subclavian artery with in-stent restenosis. The 14.0x40mm armada 35 balloon dilatation catheter was advanced to the lesion when the balloon ruptured and separated at 10 atmospheres during the first inflation. The separated pieces were snared out. A non-abbott balloon was used to complete the procedure. There were no reports of a clinically significant delay in the procedure. No additional information was provided.